Manufacturer narrative:
Following the customer¿s report, an olympus field service engineer (fse) was dispatched to the user¿s facility to evaluate the device. While there, the fse replaced the light source socket and performed a functional check. The subject device was functioning properly when the fse¿s work was completed. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the scope detection function on his olympus evis exera iii xenon light source was failing with multiple different scopes during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the sporadic detection problem with multiple endoscopes was caused by a failure of the socket (output connector) because the socket (output connector) of the device was replaced and repaired. The root cause of the socket (output connector) failure could not be identified. Olympus will continue to monitor field performance for this device.